Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
Information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins) for movement disorders. A malfunctioning device was reported. It was noted that the extension from the left deep brain stimulator was explanted and returned to manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2017 an_rp (hcp): information was received from a healthcare professional regarding a patient implanted with a neurostimulator (ins) for movement disorders. A malfunctioning device was reported. It was noted that the extension from the left deep brain stimulator was explanted and returned to manufacturer for analysis. No patient symptoms were reported.

Manufacturer narrative:
Analysis of the extension (B)(4) dbs no tunneling tool s/n (B)(4) found that the stimulation extension body conductor was broken 2.8cm from proximal end. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.